Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other four proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a common femoral vein was attempted with five proglide devices using the pre-close technique prior to an interventional aortic prosthesis procedure. Reportedly, all five proglide devices had difficulty opening the footplate, pushing in the plunger, pulling out the plungers and retracting the footplate. No sutures came out with plunger removal for all devices. A new proglide suture was successfully pre-placed and used in the preclose technique, after the interventional procedure, to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Correction: MFR site - reg number. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additionally, unused, sterile devices were returned for evaluation. Functional testing was performed and no manufacturing or abnormal observations were detected.